Manufacturer narrative:
Batch review performed on 07 august 2020: lot 148344: (B)(4) items manufactured and released on 24-mar-2015. Expiration date: 2020-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Additional implant involved: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot. 146555. Batch review performed on 07 august 2020: lot 146555: (B)(4) items manufactured and released on 26-nov-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components (only liner and cup are medacta's products) and implanted an antibiotic spacer 5 years and 3 months after primary. The surgery was completed successfully.